Manufacturer narrative:
Device evaluation summary completed on september 21 2020; during the visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18 2020, additional information received indicated that left side baker grade was ii, rupture was also discovered during surgery. As a result patient underwent bilateral replacements as follow:left-cat#: 3504251bc, sn#:(B)(6), and right-cat#: 3504251bc, sn#:(B)(6). On (B)(6) 2020. This report is for the right prosthesis (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 325cc silicone breast implants which patient experiencing bilateral capsular contracture, unknown baker grade after implantation. Patient noticed hardness and some discomfort and went to doctor who gave her medication, but it still persists. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020. This report is for the right side

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).